Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, a driving cap wound not engage properly into the long tna insertion handle, it gets stuck when you try to force engagement. The driving cap also lost screw/pin. It was noticed during set up before case started. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) driving cap this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 03.043.028-us; lot # 20253902; manufacturing site: werk selzach; release to warehouse date: 26 nov 2020; supplier: (B)(4). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap was had the cross pin missing, the device was returned with a foreign retention pin that retains the device together. Additionally, the device presents signs of impaction along the shaft and at the surface of the knob. The tip of the driving cap is nicked around the edges and surface damage is visible. The observed condition of the pin has been previously assessed by materials and testing. Since the cross pin through the pull button was not returned the weld at the tip of the part which is manufactured by the same vendor was assessed. Materials and testing provided drafted report that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. Surgical technique guide mentions ¿apply light and controlled hammer blows to seat the nail¿ and ¿the hammer guide may aid in controlling the direction of the hammer blows. Therefore, the hammer guide can be attached to the back end of the driving cap by screwing both parts together¿. A dimensional inspection was performed for the driving cap and met specifications. A functional test was performed, the distal tip of the driving cap was inserted into the handle, the contact between the two instruments appears to have created a burr at the inner surface of the mating hole of the handle, causing interference that does not allow the driving cap to fully engage and rotate as intended. Inserting and impacting the driving cap at an off-axis angle may contribute to the functional issues. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.